Event description:
Medtronic temporary pacer model shut off with no battery warning symbol. Ccu charge rn brought pacer to ed to assist with insertion with cardiologist. Pacer wire inserted and connected to generator. Patient 100% paced. Rn noted cessation of pacing after a few minutes. Checked pacer and it was off. She attempted to turn it back on and lights at top blinked, and pacer would not turn on. Back up pacer available and rn switched it over (less than one minute) and pacing resumed. Underlying rhythm was chb (complete heart block) rate less than 20/min. Patient conscious throughout episode. Rn checked pacer after and no low battery display. Regardless, she changed the battery and still could not get pacer to turn on. Pacer given to clinical educator upon rn's return to ccu and pacer seemed to turn on okay. Equipment tagged and referenced with ir # and given to clinical engineering.